Event description:
Customer reported via phone call to have received a low reservoir alarm when reservoir was still full with insulin. Customer's blood glucose was 283 mg/dl. Customer reported to be stuck in the rewind complete / bolus delivery loop and that insulin squirted out and numbers did not move. During troubleshooting, insulin pump did not beep nor numbers appear on screen as was supposed to. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.